Manufacturer narrative:
Evaluation summary: the complaitn device was not received for evaluation. Product history records could not be reveiwed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional informaiton was requested on 07/29/2011, 08/01/2011, 08/02/2011, 08/04/2011 and 08/23/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that a pt was diagnosed with toxic anterior segment syndrome (tass) on the first post operative day following intraocular lens (iol) implant surgery. The surgeon stated there was no sign of infection and the pt was reported to be improving with the use of steroids. Additional information has been requested. This report is for the second medical device associated with this event.